Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the bed scale was not working properly. No patient involvement or adverse consequences were reported.